Event description:
It was reported that the patient underwent a battery replacement procedure for unknown reason and was doing well post operatively. The explanted device was disposed at the facility. Additional information received that patients battery replacement was for an upgrade.

Event description:
It was reported that the patient underwent a battery replacement procedure for unknown reason and was doing well post operatively. The explanted device was disposed at the facility.